Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer advised that they have insulin for injections. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.